Event description:
It was reported that during a "dca" procedure in the mid to proximal left anterior descending, 4 cuts were made at 5 psi. The "dca" was withdrawn outside the anatomy, and it was noted that the tip of the guide wire remained in the distal vessel. It was suggested that the "dca" had sheared off the end of the guide wire. The guide wire tip was not retrieved from the pt.